Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 37 mg/dl at the time of the incident. The customer was at 149 mg/dl at the time of the call. The customer bolused for a meal and then fell asleep without eating. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported lost sensor and change sensor alarms. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Inspected one opened and used sensor. We performed continuity resistance test and sensor passed per specification. Also, performed bicarbonate buffer test and sensor passed per specifications with accurate readings.